Manufacturer narrative:
During inspection and testing, service found the eyeshade was torn. A review of the device history record found no deviations that could have caused or contributed to the torn eyeshade. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the eyeshade was torn due to deterioration over time or handling such as pulling strongly. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual instructs that, if an abnormality is found, the user should contact the olympus sales office without using the device. Olympus will continue to monitor field performance for this device. In addition, the left optical axis was misaligned, the tilt power was weak, and the focal plate inside the eyepiece was dirty. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An olympus employee sent the subject device to an olympus service center for an inspection. During inspection and testing, service found the eyeshade was torn. This report is being submitted for the malfunction found during evaluation (torn eyeshade). There was no harm or user injury reported due to the event.